Event description:
Customer reported via phone, the esc button on the insulin pump was not working. Customer was attempting to bolus and the numbers kept scrolling. The device is also stuck in the easy bolus menu. Customer's blood glucose was 119 mg/dl. Troubleshooting was performed for keypad anomaly. Customer mentioned he was walking in the rain as a significant which may have led to the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after it boot up and it had intermittent response on the up button due to corrode keypad traces. No unexpected numbers scrolling or moisture damage on the electronic assemblies noted. The device had cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and broken belt clip.